Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a stylet break is confirmed but the exact cause could not be determined from the image samples provided. Three radiographic images and two videos of a radiographic screen were provided for evaluation. The first radiographic image appears to show a catheter within a patient. A short, dark object is visible partially extending out of the distal end of the catheter. The next two photos were reported to show the broken stylet fragment within the heart. A dark object which appeared to correspond with the fragment visible in the first image was visible in both images. The two videos are one second in length and appear to depict the same object shown in the second and third radiographic images. Based on the description of the reported event and radiographic images provided, it is likely that a break in the stylet occurred; therefore, the complaint is confirmed. The lack of a returned physical sample did not allow for the inspection of the device. A review of the manufacturing and device history record (DHR) could not be conducted as the product lot number was not provided by the complainant. Possible contributing factors include advancement against resistance, catheter kink, and extension of the stylet beyond the catheter tip. No further action is required because the reported event could not be related to a deficiency in product manufacture or deficiency while under correct product use. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported during the PICC placement the tip of the internal wire was detached and went inside patient¿s heart. The interventional cardiologists tried to remove it but it left the heart and went to a small vessel in the lungs. The next step is to perform an angiography and then try again to remove it. If they manage to remove it.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported during the PICC placement the tip of the internal wire was detached and went inside patient¿s heart. The interventional cardiologists tried to remove it but it left the heart and went to a small vessel in the lungs. The next step is to perform an angiography and then try again to remove it. If they manage to remove it.